Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that during the cautery portion of the harvest that the jaws was damaged. The wire part of the jaw became loose and detached. They did state that nothing came off the jaw and that they did not have to retrieve any pieces inside the leg. There was no harm done to the patient and another kit was opened and finished the case with a good conduit produced.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25153254, 25154059, and 25154653 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that during the cautery portion of the harvest that the jaws was damaged. The wire part of the jaw became loose and detached. They did state that nothing came off the jaw and that they did not have to retrieve any pieces inside the leg. There was no harm done to the patient and another kit was opened and finished the case with a good conduit produced.